Manufacturer narrative:
Patient identifier and weight is not available for reporting. Date of helical blade cut out is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was initially treated for a trochanteric femur fracture on (B)(6) 2017. After inserting the helical blade in that procedure, it was noted the blade was back too far. Surgeon extracted the blade and reinserted it. Surgeon stated the repeated insertion of the blade may have caused a gap in the femoral head and could have led to insecure implant fixation. On (B)(6) 2017, it was determined by unknown means that the blade had started to cut out. On (B)(6) 2017 patient was returned to surgery and revised to a competitor¿s nail and artificial bone. Revision procedure is addressed in (B)(4). This report addresses the blade cut out. Concomitant devices reported: 10 mm/125 deg ti cannulated tfna 200 mm-sterile (part 04.037.013s, quantity 1), 5.0 mm ti locking screw (part 04.005.520s, quantity 1), ti end cap for tfna (part 04.038.000s, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).